Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) to the marginal artery of the inferior mesenteric artery (ima) using a ruby coil, a non-penumbra microcatheter, and a guidewire. During the procedure, while attempting to advance a ruby coil through the microcatheter, the microcatheter would kick back. It was reported that several attempts were made to advance the ruby coil; however, the microcatheter would kick back each attempt. Therefore, the physician decided to remove the ruby coil. While attempting to retract the ruby coil, the ruby coil unintentionally detached in the sma to the marginal artery of the ima. The procedure ended at this point. The patient was then taken to the operating room and the physician surgically removed the ruby coil.